Manufacturer narrative:
The customer's meter has been returned and an investigation is in process. A follow-up report will be filed once the investigation is completed. The actual date when the event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter would turn on with button press, but not with test strip insertion. Customer further reported that on an unspecified date/time in (B)(6) 2017, she was unable to check her blood glucose so the fire department was called. Upon arrival, they performed a ¿checkup¿, gave the customer ¿sugar¿, and transported her to the hospital. At the hospital, customer was diagnosed with hypoglycemia and treated with an unspecified ¿drip¿ and the oral medications, novonorm (repaglinide) and janumet (sitagliptin/metformin). No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Meter serial number (B)(4) was returned and investigated with retained test strips. The meter did power on with button depression and with strip insertion. A port issue was not observed. The complaint is not confirmed.

Event description:
Customer reported her adc blood glucose meter would turn on with button press, but not with test strip insertion. Customer further reported that on an unspecified date/time in (B)(6) 2017, she was unable to check her blood glucose so the fire department was called. Upon arrival, they performed a ¿checkup¿, gave the customer ¿sugar¿, and transported her to the hospital. At the hospital, customer was diagnosed with hypoglycemia and treated with an unspecified ¿drip¿ and the oral medications, novonorm (repaglinide) and janumet (sitagliptin/metformin). No further information was provided. There was no report of death or permanent injury associated with this event.